Event description:
Near the end of the laparoscopic portion of the procedure, the jaws of the device shut on the tissue and would not open. Despite attempts to reactivate the device, the jaws would not open. The surgeon also tried to pry the jaws of the device open with an additional instrument, but was unsuccessful. Eventually, the device with tissue in the jaws was torn from the surrounding tissue. The surgeon had to use cautery to stop the bleeding from the pedicle. There is no current pt status.